Event description:
Reportable based on the device analysis completed on 02may2024. It was reported that difficulty tracking over the wire occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, when the device was advanced through the guidewire, it got caught on the wire lumen and could not be advanced. The device was removed successfully, and the procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a shaft hole of 4.7cm from the tip.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the guidewire lumen is buckled and have a hole 4.7cm from the tip. Product analysis found damage to the guidewire lumen that would have contributed to the difficulty to track over wire.